Event description:
Patient was revised to address a broken stem.

Manufacturer narrative:
Visual examination of the returned device confirms the material fracture as reported. The device was evaluated by a depuy material scientist. No material defects were observed in the prodigy femoral hip stem that could have contributed to the fatigue fracture initiation and propagation to failure. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.